Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Also, the device was not prepared (air aspiration) outside the anatomy. It should be noted that the cdc, nc trek rx, global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. Additionally, it was reported by the account that the balloon was removed fully inflated and the device was removed via force of the cardiologist. It should be noted the cdc, nc trek rx, global, IFU states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. The warning section stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the IFU violation of removing the balloon fully inflated contributed to the reported difficulty removing the device and subsequently force had to be use. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier: incorrect prepna.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The 4.5x12mm nc trek balloon dilatation catheter (bdc) would not deflate. The bdc was noted to be stuck in the anatomy when attempting to remove; however, with extra force the bdc was removed fully inflated. It was noted that the device was not soaked prior to use. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.